Event description:
As the device was being extruded into the left atrium, echogenic filamentous strands preceded the device out of the sheath. Device was pulled out of the body. The sheath was flushed and a clot was noted on the device and out of the sheath. Heparin had been given previously. (Act >221). Device was cleaned and flushed free of clot. After deployment, a 1mm "fleck" of thrombus was still on la disc. Resolved after anticoagulant. No neurological events or sequelae.